Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The device had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported via phone, he was attempting to bolus and the buttons were unresponsive. Customer's blood glucose was 122 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.